Event description:
An other health care professional reported that during intraocular lens (iol) implantation, when the doctor put the lens in the bag, the capsule ruptured. The case was discussed with the doctor and triamcinolone was injected. The presence of vitreous was verified and anterior vitrectomy was initiated. It was confirmed that there was no posterior capsular support, therefore, the lens was cut and removed and replaced with a company lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).